Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the skin with an antiseptic solution have been ruled out. However, the incision was closed using topical skin adhesive which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the drainage is due to non-compliance to the IFU as the receiver site was closed using topical skin adhesive (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported drainage from their receiver site and it was noted the patient had a small area of superficial opening on the incision. The receiver site was closed using steri-strips and antibiotics were prescribed. The patient was seen on (B)(6) 2025. The incision is continuing to show signs of closing. However, it has not yet fulling closed and continues to discharge clear fluid. The patient will be monitored by the surgical team and will not use the device until the incision has healed.